Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "(B)(6) 2023". Therefore, (B)(6) 2023 is being used to calculate the minimum implant duration. The device was not available for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy a 11500a19 valve implanted in aortic position was explanted from this 68-year-old patient after an implant duration of one (1) year and two (2) months due to patient prothesis mismatch (ppm)-high gradients (medium gradient was 61 mmhg). As reported, the patient was asymptomatic but was treated for hemolytic anemia. A mechanical valve of unknown size was implanted in replacement. As reported, the patient was noted as to be discharged home.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: a DHR review is unable to be performed because no lot/serial number was provided. There is no evidence to suggest an edwards/supplier manufacturing defect. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.